Event description:
It was reported that the balloon ruptured and detached. A coyote es balloon was selected for use. During the procedure, the balloon ruptured and detached from the catheter. Additional event and patient details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted. It was further reported that the balloon was removed together with the catheter. The procedure was continued with another balloon catheter. There were no patient complications as a result of the event.

Manufacturer narrative:
Device eval by MFR: the device was returned, and analysis completed. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the inflation lumen is separated 25.3cm from the tip while the guidewire lumen is separated 27.3cm from the tip. Microscopic examination revealed that the guidewire lumen and inflation lumen is torn 21cm from the tip to the exit notch. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the balloon ruptured and detached. A coyote es balloon was selected for use. During the procedure, the balloon ruptured and detached from the catheter. It was further reported that the balloon was removed together with the catheter. The procedure was continued with another balloon catheter. There were no patient complications as a result of the event.

Manufacturer narrative:
Additional event and patient details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon ruptured and detached. A coyote es balloon was selected for use. During the procedure, the balloon ruptured and detached from the catheter.